Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a four stent graft deployment procedure, after three of the stent grafts had been successfully deployed in the aortic branch (chimney technique), an attempt to deploy the fourth stent was made and allegedly excessive force was required resulting in the outer sheath of the delivery system to break. Therefore, the delivery system and the sheath were removed as one unit, and no further action was taken. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. On the basis of the returned stent graft delivery system and the photo provided, the alleged outer sheath fracture could be confirmed. The photo shows a stent graft with a fractured outer sheath distal to the catheter reinforcement. The size and the lot number are not visible. A safety clip is not attached to the system. The 2-way stopcock is closed. The returned sample affirms the provided photo. The stent graft was found to be partially released and the outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter fracture. The reported event represents an off label use of the device. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the preparation the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment." In addition, the fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. (B)(4).

Event description:
It was reported that during a four stent graft deployment procedure, after three of the stent grafts had been successfully deployed in the aortic branch (chimney technique), an attempt to deploy the fourth stent graft was made and allegedly excessive force was required resulting in the outer sheath of the delivery system to break. Therefore, the delivery system and the sheath were removed as one unit. Reportedly, two stents from a different manufacturer (smaller in size) were used to complete the procedure. There was no reported patient injury.